Event description:
The patient presented for a lead reposition. After several attempts to retract the lead, both the high and low voltage leads were capped. The atrial port of the dual-chambered (ICD was plugged to function as a singlechambered ICD. A new 1580 lead was implanted.